Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: nurse call function failure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there were no significant event (s) in the error log. The unit failed test for nurse call. The system pca was replaced to address the issue. The inlet air path assembly and removable air path foam were replaced per remediation. The device passed all testing.